Event description:
A peritoneal dialysis (pd) patient's contact [cary] called fresenius customer service stating that there are sharp pieces on the IV pole 4 hooks 5 point 22" w/ casters. The patient stated (she jumped in on the phone too) that when she goes to adjust the pole or move the pole, she cuts her hand on the sharp metal edges. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).